Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home: 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location during use of a homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, there was a leak from an unspecified location during use of the homechoice cassette that led to this alarm; further described as supply bag was "wet underneath" and cassette had "steam inside" when removed. Renal therapy services (rts) assisted the patient to disconnect and end the therapy session. Rts discussed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.